Event description:
During a laparoscopic hand assisted renal cyst excision; the device tore during re-insertion. The surgeon then inserted a larger like device and it worked fine. There was no consequence to the pt.